Manufacturer narrative:
(B)(4).

Event description:
It appears that the large fenestration built for 12:00 position is closer to 12:15 or 12:30 in relation to the 12:00 vertical anterior marker. The discrepancy was enough that the doctor decided to go back in and cannulate/stent the superior mesenteric artery (sma) to correct the miss-alignment. In the attached ap image, it¿s appears that the sma ostium outline is off to the right of the large fenestration.